Event description:
It was reported that the procedure was to treat a 90% stenosed, mildly calcified lesion in the heavily tortuous mid right coronary artery (rca) and a 95% stenosed, mildly calcified lesion in the proximal left anterior descending (lad) artery. Pre-dilatation was performed in the proximal lad with a 2.5x15mm unspecified balloon dilatation catheter (bdc) and pre-dilatation was performed in the mid rca with a 3.0x25mm unspecified bdc. The 3.0x23mm xience prime stent delivery system (sds) failed to cross the lesion in the lad reportedly due to interactions with the patient's anatomy. Additionally, resistance was met during withdrawal of the sds reportedly due to interactions with the patient's anatomy. A 2.75x23mm xience prime sds was used to successfully treat the lesion in the lad. The 2.75x38mm xience prime sds failed to cross the lesion in the rca reportedly due to interactions with the patient's anatomy. Additionally, resistance was met during withdrawal of the sds reportedly due to interactions with the patient's anatomy. A 2.75x38mm xience xpedition sds was used to successfully treat the lesion in the rca. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. The 3.0x23mm xience prime referenced is being filed under a separate medwatch MFR number.